Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive surgical, inc. (Isi) technical support engineer (tse) found no related errors in logs. The tse shared that if the floors are uneven and the arm is clutched, the arm can float. An isi field service engineer (fse) followed up with the site's robotics coordinator and found that the system was working properly and no additional action was required as the issue was resolved. As of 23-jan-2025, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The probable root cause cannot be determined based on the information provided and phone support details. Fse followed up with (B)(6) and found that the issue is customer related. The phone support details did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted general cholecystectomy surgical procedure, the universal surgical manipulator (usm) 1 floated during docking and hit the resident. The resident was fine, the robot did not have to be re-draped, no injury occurred. No intervention took place. No other arm issues were reported during the case. The procedure was completed robotically.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.